Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also reported pump was not alerting, pump was not blousing, pump died, communication issue between pump and transmitter. The customer reported blood glucose value was 500 mg/dl at the time of event. The customer was treated with insulin pump (subcutaneous insulin infusion) and hospitalized for treatment. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was performed. The communication issue was resolved. The customer was not using the pump for 48 hour before the reported event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884. Updated summary the event involved product(s) unk_reservoir and unomedical and mmt-7841zn. No product return was required for unk_reservoir. No product return was required for unomedical. No product return was required for mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.